Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's stimulation decreases by itself after a fall. Troubleshooting indicated that the system was auto reducing due to high impedances. Surgical intervention took place on (B)(6) 2019 wherein the ipg and lead were replaced to address the issue. Related manufacturer reference number: 1627487-2019-08421.